Event description:
Clinical research associate (B)(6) reported on behalf of the customer that an ae had occurred during a clinical study. She reported that a mobilisation was performed.

Manufacturer narrative:
An event regarding arthrofibrosis causing poor range of motion involving a triathlon insert was reported. The event was confirmed. Device evaluation not performed as no items were returned as the devices remain implanted in the patient. A review of the provided medical records by a clinical consultant indicated: the stiffness problem after knee arthroplasty has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation and thus poor range of motion. Treatment using manipulation of the knee under anesthesia was successful. This problem is procedure-related and has no specific device related aspects. As such, this pi case is not device-related. Device history review indicated that there have been no reported discrepancies for the referenced lot. Complaint history review indicated that there have been no reported events for the lot referenced. The investigation concluded that the arthrofibrosis was caused by an inherent problem of the knee arthroplasty procedure and is not device-related. Treatment using manipulation of the knee under anesthesia was successful. A review of medical records performed by a consulting clinician concluded the stiffness problem is procedure-related and has no specific device related aspects. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Device remains implanted.